Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient experienced adhesive issue with infusion set and faced tape not sticking event on (B)(6) 2025. The patient changed the infusion set early because it came off due to sweating. No further information available.